Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump was accidentally submerged in water and became unresponsive several hours later, with a blank screen and no vibration or wake response despite pressing the top button and placing the device on the charger; the user was advised to transition to backup therapy and continue cgm use. Symptoms included no clinical effects and stable blood glucose. Outcomes included no medical intervention or hospitalization. Investigation included remote troubleshooting and education, confirmation of unresponsive sleep/wake function, and arrangement for replacement and return of the affected device. Investigation of this device was confirmed and revealed a malfunction of the user interface power/sleep-wake function following liquid exposure, consistent with a hardware failure of the device¿s control/display assembly. It was concluded, based on previously established findings for similar reports, that liquid damage led to device malfunction.